Event description:
The customer reported rbc and hgb results shifted low for all 3 levels of controls run on their lh500 instrument. Patient results were not affected by this issue; the customer ran samples on a backup instrument after control failed to come in.

Manufacturer narrative:
The field service engineer (fse) resolved this issue by installing new cbc lyse reagent, replacing the cbc lyse pump pinch valve, and the blood sampling valve. He also adjusted the aspiration pump. The failure mode identified, upon recur, will likely cause un-flagged, flagged and or non-numeric results for all parameters due to segmentation or dilution issues. The manufacturer's reference # for this event is (B)(4).